Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. The device was received with a connected patient control module (pcm). Visual examination of the infusor and pcm showed no sign of physical abnormality. An accuracy flow test was performed on the device for 19.2 hours. At the end of the flow test period, the infusor and pcm produced the following flow rates: calculated flow rate (basal) = 2.03 ml/hr, calculated flow rate (bolus) = 1.92 ml/hr, normalized flow rate (basal) = 2.07 ml/hr, normalized flow rate (bolus) = 1.97 ml/hr, pcm: average dispensed volume = 1.95 ml, infusor specification range = 1.75 - 2.25 ml/hr, pcm specification range = 1.80 - 2.20 ml. The infusor and pcm produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that a 2 ml/hr infusor overinfused during patient use. The device was filled with a 48 ml solution and after 1 hour only 15 ml of fluid remained in the reservoir. Therefore, a volume of 33 ml was infused over the course of 1 hour. This implies a 33 ml/hr flow rate, which is 1,650% of the expected flow rate. The device was filled with 8 ml of fentanyl citrate, 1 ml of droperidol, and 39 ml of saline. It was also reported that the patient experienced nausea. A huber needle was also attached to the infusor. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury or medical intervention necessary in association with this event. No additional information is available.